Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and the results were recorded. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-06548 and 2134265-2014-06596. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pullback, the motor drive unit did not perform automatic pullback. No patient complications were reported.

Event description:
Same case as 2134265-2014-06548 and 2134265-2014-06596. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pullback, the motor drive unit did not perform automatic pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).